Event description:
It was reported that a bluetooth is off warning message occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth is off warning message occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data analysis will not confirm the alleged complaint or determine a root cause. The probable cause could not be determined. No injury or medical intervention was reported.